Manufacturer narrative:
(B)(6). The suspected device was returned for evaluation; however, a review of the event log was not conducted. Examination of the available service history revealed no related repairs within the previous 12 months. During visual and functional inspection, the downstream occlusion (dso) seal was observed to be bubbled. The customer-reported cassette alarm was successfully reproduced, confirming the reported issue. The dso sensor was subsequently replaced, and the investigation determined the most probable root cause to be a faulty dso sensor.

Event description:
It was confirmed during inspection of the returned pump that the dso sensor was defective. This confirmed malfunction would interrupt therapy if it occurred during patient use and could potentially affect the patient. There were no patient involvement and no patient harm.